Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. The customer contact reported the patient pendant did not deliver a dose when pressed. It was reported the device was repaired at the user facility and has been returned to clinical service. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported during preventative maintenance testing at the user facility the device did not deliver a dose when the patient pendant was pressed. The device was returned to the biomedical department with a note that stated, "pendant not working." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.